Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures and software error detected. The customer¿s blood glucose level was 130 mg/dl. The customer stated that they received back to back pump error alarm. During self test the insulin pump received hardware low level failure alarm. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error alarm due to a software error. Hardware low level failures confirmed in pump history with variable due to broken trace at keypad assembly no audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. Audio of alarm not confirmed.